Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized for high blood glucose of 600 mg/dl. The customer was treated for the high blood glucose for four days at the hospital. The customer was informed that there could be many reasons for high blood glucose. The customer stated that they will call back to troubleshoot the insulin pump. No further information was provided.